Event description:
Edwards received information that this bioprosthetic valve, implanted approximately nine (9) years due to stenosis and calcification. The explanted device was replaced with another bioprosthetic valve. Patient is noted in guarded condition with no complications following explant. Attempts to obtain device for evaluation have been unsuccessful.

Manufacturer narrative:
The reported device was not returned for evaluation, the clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to monitor all events, additional information will be reported if received.